Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated prior to the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no fault found with the unit as they couldn't verify the customer's concern. The handpiece was tested and the ambient temperature or start temperature was 74.1 and the rised or max temp was 87.2. The max temperature-the ambient temperature=12.3 which is passing. The max rise temperature is 27f for this drill. After evaluation, there was no fault found with the drill. The unit was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.